Event description:
It was reported that during the procedure in the heavily calcified mid right coronary artery for treatment of a 75% stenosis, a non-abbott guide wire was advanced followed by advancement of a 3.0x23 otw xience v stent delivery system (sds). During advancement, the sds froze on the guide wire and could not be moved forward or backward. The sds and the guide wire were removed from the anatomy as a single unit. A new guide wire and new 3.0x23 otw xience v sds were advanced and used successfully to complete the procedure. There was no adverse patient effect or significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the 3.0x23mm otw xience v stent delivery system (sds) noted blood in the guide wire lumen and on the balloon and stent implant. There was contrast in the inflation lumen. This is consistent with preparation and advancement into the body. The stent implant was stationary on the tightly folded balloon and between the markers, with no damage noted. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. The non-abbott guide wire used in the procedure was returned frozen in the sds and the distal end was sticking out of the catheter tip. There was blood on the guide wire and a kink in the distal end distal to the tip of the catheter. There were numerous wavy bends in the proximal end of the guide wire proximal to the side arm. Additionally, the sds had bunched inner and outer members distal to the strain relief tubing. An attempt was made to remove the non-abbott guide wire; however, it could not be removed because of the bunched inner and outer member. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. It is likely that the build up of blood in the guide wire lumen of the sds and on the guide wire contributed to the difficulties removing the guide wire. Additionally, it was reported the patient anatomy was heavily calcified, which may also have contributed to the reported difficulties. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. Attempting to remove the guide wire can then result in permanent deformation of the wire and/or guide wire lumen. It is likely that an attempt to remove the guide wire as resistance was encountered contributed to the noted shaft bunching as there was no damage noted to the sds prior to use. This suggests a product deficiency did not contribute to the reported difficulties. To ensure this is not the result of a product deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all products are 100% visually inspected for proper guide wire movement on the manufacturing line and during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. A search of the lot history record indicated no nonconforming material records. Additionally, a query of the complaint database indicated no related incidents reported from this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.